Manufacturer narrative:
Pump received with broken battery cap noted. After installing the battery the unit shows low power battery sign and no key function due to corroded battery tube compartment noted. Unable to verify no delivery alarm and low reservoir anomaly due to keypads not functional. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons were sticking, not alerting low reservoir. Insulin pump had rejected new batteries, diminished battery life, no delivery alarm, battery compartment was discolored. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.